Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. The service technician found that the solenoid manifold was faulty. The service technician replaced the solenoid manifold and sent component to carefusion. Carefusion service technician was able to duplicate reported issue. Further evaluation revealed airway pressure solenoid manifold was working intermittently. The service technician scrapped solenoid manifold.

Event description:
The customer reported model lap top ventilator 1150 has transducer faults. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.